Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a frozen display with no advancement of time. Customer stated that she as trying to change her reservoir and was unable to get the low reservoir off the screen. The buttons were noted to be unresponsive. Customer's blood glucose reading at the time of the call was 122 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected frozen screen noted during testing. All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the connector lcd isolation tape noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.